Event description:
It was reported that during a laparoscopic chole procedure, the device jammed at the beginning of the procedure. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Malformed clip - advancer bypass. The batch record was reviewed and no anomalies were noted during the manufacturing process.